Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : the instrument did not have damaged cables. There were no issues with the opening/closing of the grips. The instrument did not have issues with pitch or yaw motion of grips and wrist. No fragment(s) fell into the patient. The procedure was completed using a back-up instrument. Photographic images of instrument were not available for review. The instrument was sent for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have blade damage on the entire blade. Both of the blade edges were indented. The tip of the blade appeared to have detached fragments. The blade indentation did result in the cut test failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.